Event description:
Patient reported left side "hardened breast, pain, can see the contour of the breast implant" against left device. Healthcare professional reported "thin layer of liquid around the implants" and capsular contracture baker grade iii/ IV. Device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV and seroma-late. Device evaluation: visual analysis of the photographs identified through the photos provided, it is not possible to determine the lot number and catalog observed deformation device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.